Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to cardiopulmonary bypass the perfusionist noticed the volume in the reservoir went down to zero and fluid was being held in the sock, not flowing through. The perfusionist added crystalloid prime into the sock and it would not flow immediately but started to seep through very slowly. The circuit had been primed for awhile and recirculating. The patient was heparinized and the act was 489. Minimal blood loss, product was changed out, surgery was completed successfully.

Manufacturer narrative:
The returned sample was visually inspected and no anomalies were noted. A review of the device history record was performed, no anomalies were noted. The reservoir was set up in a circuit through a roller pump and .9% saline solution was flowed through the reservoir and cr filter. The flow of the saline was inspected and found to run through the filter as intended, with no anomalies. The flow rate was run at both 5l/min and 2l/min, and was found to function as intended. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.